Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to set-up mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at approximately 12:30 pm. The patient manages her diabetes with a combination of pills, diet and/or exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿shaky and sweaty¿ approximately 1 hour after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product, and that the issue occurred after removing/replacing the battery. The csr walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (01/21/2015). The patient¿s meter has been returned on 1/8/2015 and evaluated by lifescan product analysis on 1/10/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.